Manufacturer narrative:
Alleged failure: cracked. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be normal wear, user misuse, and improper sterilization methods. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Gtin:(B)(4).

Event description:
It was reported the insulation is cracked.

Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the insulation is cracked.